Event description:
The issue of the device is unknown. There was unknown patient involvement. Device analysis found, a malfunctioning downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate an unknown issue. However, the downstream occlusion (dso) sensor was noted, to be malfunctioning. The dso sensor was replaced. The device then passed, all functional tests. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - date of event, b5 - describe event or problem, and h6 - adverse event problem, health effect - impact code: updated.

Event description:
Additional information was received from the reporter stating that the issue occurred during preventive maintenance. There was no patient involvement, and no patient harm/adverse event reported.